Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The manifold assembly was replaced to resolve the reported issue. No report of patient involvement. UDI# (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a broken bag arm upper caused a loss of manual ventilation. There was no patient involvement.